Event description:
The turbohawk device being utilized in posterior tibial and tp trunk. After the first cleaning the turbohawk device was reinserted and used again. After 8 total passes in a chronic total occlusion (cto) an angio was performed, which showed a fistula was created via a perforation. A balloon expandable covered stent was utilized to cover the perforation.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.